Event description:
The pt was implanted with two percutaneous leads on (B)(6) 2009. It was reported that she could not increase the amplitude of her stimulation when utilizing contacts nine through sixteen of her lead. Diagnostic tests were taken; however, impedance readings for all lead contacts were within specifications. On (B)(6) 2010, the physician replaced the pt's percutaneous leads with a paddle lead and effective stimulation was recaptured. The explanted devices were returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.